Manufacturer narrative:
This is one of two medical device reports associated with the event. Refer to manufacturing report number 1220648-2024-07145 for impella 5.5 sn (B)(6). Data analysis: complaint date is consistent with complaint intake. On 3/28/22, automated impella controller (console) logs reported a "battery temperature high" alarm and cleared within ~5 secs. This occurred just as ac power was disconnected. Long term logs were also reviewed at the time the alarm was triggered. It was observed that battery temperatures were well below the threshold to trigger the alarm. It is most likely that when ac power was disconnected, a single sample of communication was misinterpreted from the batteries by the pbm. This is evident by the fact that the alarm was triggered and cleared in under ~20 secs. Device analysis: console arrived in danvers. Console was ran in burn-in chamber on pump and purge with no issues for an extended period of time. The root cause of the battery temperature high alarm is most likely due to a misinterpretation of data within a single sample of communication from the batteries to the pbm. However the overall root cause is undetermined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported during impella 5.5 support it was noted that the automated impella controller's (aic) battery temperature was higher than expected when unplugged. As a result, the medical team proactively changed the aic out with another unit. There was no interruption to patient support, and no patient harm reported. It was additionally reported, that the patient developed some oozing at the impella site. A standard bleeding protocol was followed to treat the bleeding.